Event description:
Additional information received reported that there was a large cavernous aneurysm. Vessel tortuosity was stated to be very tortuous. It was stated that the patient is recovering fine but may still have fistula. It was extremely difficult to open the pipeline and the artery perforated it was not an aneurysm rupture. That is what caused the fistula. The pipeline failed to open at the middle section and the middle pipe was in a bend when it failed to open. Additional steps taken to open the pipeline was a balloon as it appeared to have majorly kinked, maybe even twisted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that it was originally said that the aneurysm ruptured during the manipulation of trying to get the pipeline open. However, what actually happened was that a fistula was caused when the excessive manipulation created a hole in the internal carotid artery (ica) that led into vein. Healthcare provider (hcp) inflated a balloon and added a 5x16 pipeline to treat it and stop the fistula. Possible causes or contributing factors for the event may include the patient's large cavernous aneurysm, tortuous blood vessel, and the patient's vessel being flattened by compression of the aneurysms.